Event description:
The distributor contacted animas on (B)(6) 2012 alleging the up arrow and down arrow keypad buttons were unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, the keypad was removed and no contamination was found. The pump was opened and no defect was found.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.